Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a high blood glucose (bg) level of over 600 mg/dl. Customer reported they were admitted to the ICU. In addition, it was reported that the insulin gauge was inaccurate. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.